Event description:
Affected side is left. The explanted device was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified: underweight, broken shell, flat creases. A microscopic analysis was performed which identified; broken shell with sharp edge on patch bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician has reported a rupture of one device. The effected side has not been specified. The device has been removed.